Event description:
(B)(4) clinical study. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. In (B)(6) 2012, the patient presented with chest tightness and unstable angina (braunwald classification-unknown). An ECG was performed which noted atrial fibrillation and suggested a non q-wave myocardial infarction. The patient was treated with medication, but the event was uncontrollable and the patient was referred for cardiac catheterization. During the procedure, the proximal and ostial stenoses in the left circumflex (lcx) were dilated with a 2.50 x 12 mm and a 3.00 x 20 mm nc quantum apex balloon at high pressure which resulted in recoil, but the proximal lesion remained undilated. The 3.00 x 20 mm nc quantum apex balloon ruptured at 24 atm. The lesion remained undilated and rotoablation was performed on both lesions. The proximal and ostial stenoses in lcx were treated with a 3.00 x 8 mm ion drug-eluting stent, with 0% residual stenosis.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).